Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a thumb screw came loose with patient movement in bed, resulting in the pacing wire disconnecting. The return status of the cable is unknown. No patient complications have been reported as a result of this event.